Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 226 mg/dl and 106 mg/dl; 290 mg/dl and 98 mg/dl sets of readings were taken at the same time, within 15 minutes. Customer was unable to elaborate on whether all readings were taken within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.